Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, the extension part of the power PICC broke a few days after placement. The actual product had been discarded. There was no reported patient injury. Additional information 09-august-2024: it was reported there was partial damage, like a crack. As damage was found, we have replaced it. No other information was provided.